Event description:
The pt purchased a device over the intrenet called the sleepangel. This device is reported to correct snoring and the problems associated with such. The device when worn restricted their breathing such that the pt awoke gasping for air. The pt have complained to the company, but have received no response. The pt does not know if this is a medical device and as such regulated by FDA. However, the pt does feel that the device poses a risk.